Event description:
Temperature in refrigerator rose above 6 degrees celcius for approx. 10 hours. Defrost cycle failed to function, refrigerator alarm was in off position for unknow reason. 53 units of blood were lost. Three units of blood were transfused and checked for hemolysis and bacterial growth with no adverse outcomesdevice not labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: independent factory trained/authorized service organization. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.